Event description:
(B)(6) 2012, I had essure implanted for permanent birth control. While the doctor placed the devices, my body started to tremor and I threw up twice. I then started having infection after infection having to do with my female organs and constant lower abdominal pain. I had them removed on (B)(6) 2012, due to the negative side-effects. I was still having abdominal pain, but my doctor said there was nothing more he could do and did not offer up any other tests, suggestions, etc. I went on to treat with other doctors, such as gi, naturopath, psychiatrist, ob pain specialist, acupuncture, etc. In (B)(6) 2013, my ob pain specialist suggested an x-ray and verified between the xray and CT scan that was done at the ER a few months before that when my doctor removed them laparoscopically in (B)(6) 2012, the devices broke and pieces were left inside. I had a hysterectomy on (B)(6) 2013, to remove the rest of the metal. I was out on disability for 6 months and eventually lost my job. Other side-effects I experienced and some still trying to resolve: acne around my neckline and chest digestive issues food allergies/sensitivities fatigue worsened seasonal allergies abdominal bloating increased anxiety blurred vision on occasion loss of motivation for daily/social/other activities, 3 broken teeth (while flossing).